Event description:
It was reported that the blade product subject to this MDR, broke at the mount tab during a total knee procedure. It was further reported that the blade came out of the handpiece. There were no adverse consequences reported as a result of this alleged issue.

Manufacturer narrative:
Lot number info has been supplied so as to permit further investigation of this potential issue. Product allegedly involved in this issue was visually inspected. It is confirmed that one tab has broken off of the mount of the blade. Score markings on the blade indicate that it was inserted correctly in to the handpiece used.